Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. A clear, 10 french, 6 inch hemostasis valve assembly was returned for evaluation with blood noted on the interior and exterior of the device. The blue dilator was noted to be in place through the valve. A kink was noted in the sheath tubing. Visual examination revealed that the hemostasis valve was screwed to the sheath's yellow hub. The i.d. Of the sheath was measured and found to be within datascope's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to datascope's mfg specifications. No leak was observed between the sheath tubing and the sheath hub or between the clear hemostasis valve and the sheath hub. The assembly was verified to be within specification. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly passed this leak test. When the hemostasis valve assembly was tested with just a laboratory guidewire in place through the valve assembly, leakage did occur between the valve gasket and the guidewire. A 60cc vacuum was pulled on a laboratory folded membrane using a laboratory syringe and a one-way valve. With the vacuum maintained, the folded membrane easily passed through the returned sheath/hemostasis valve assemlby without difficulty. Probable cause of difficulty: laboratory examination of the returned iab and sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the reported difficulty during laboratory examination. Difficulty advancing the iab into the sheath/hemostasis valve assembly may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guidewire. The catheter was held too far back from the site of insertion. It was originally reported that the clear hemostasis valve was unscrewed from the sheath hub which caused more bleeding than usual but when the datasheet was returned, it was reported that the valve was found unattached to the sheath within the blister tray. The valve was attached prior to use. Unfortunately, it is not possible to determine when the clear valve became loose from the sheath hub.

Event description:
Upon opening the insertion kit on 10/1/96, the hemostasis valve was found unattached to the sheath. This was reattached by the scrub nurse. Arterial access was difficult due to a previous aorta-bifemoral graft. After gaining access, a wire was passed, then a dilator, and then a dilator with a sheath. The balloon was passed over the guidewire, but the hemostasis valve prevented the balloon catheter insertion. Numerous attempts to pass the hemostasis valve were attempted. At this point, the surgeon became frustrated and removed the apparent defective sheath (valve). The remaining procedure was uneventful. The patient responded well to iabp therapy on 10/1/96. The pateint went on to expire on 10/4/96. Event complications: unk - reported 10/4/96 and 10/18/96. Patient's current status: expired 10/4 - rpt'd 10/8.